Event description:
It was reported that during the injection of the ophthalmic viscosurgical device (ovd), a foreign material was also introduced into the eye. The doctor managed to remove it with forceps and the material was discarded. It was confirmed that the patient is fine. No complaints or complications. No further detail was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1: initial reporter's first name: unknown, information not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.